Manufacturer narrative:
Conclusion: anticipated procedural complication. The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Transient ischemic attack is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
Fifteen months post stent assisted coil embolization and balloon remodeling of the left ophthalmic carotid artery aneurysm, the patient experienced a transient ischemic attack lasting approximately 10 minutes. During this period the patient exhibited difficulty walking, talking and motor difficulty of right hand. The patient was hospitalized for observation and event resolved without residual effect.

Event description:
Fifteen months post stent assisted coil embolization and balloon remodeling of the left ophthalmic carotid artery aneurysm, the patient experienced a transient ischemic attack lasting approximately 10 minutes. During this period the patient exhibited difficulty walking, talking and motor difficulty of right hand. The patient was hospitalized for observation and event resolved without residual effect.

Event description:
Fifteen months post stent assisted coil embolization and balloon remodeling of the left ophthalmic carotid artery aneurysm, the patient experienced a transient ischemic attack lasting approximately 10 minutes. During this period the patient exhibited difficulty walking, talking and motor difficulty of right hand. The patient was hospitalized for observation and event resolved without residual effect.